Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device was not inflating since one of the cylinders propped. There were no patient complications reported.